Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the instrument caused a persistent instrument error on the gen300. The instrument was changed and the case was completed without further incident. No pt consequence.